Manufacturer narrative:
Device return analysis: 6/23/2016 - on 6/21/2016 received the following devices: four used ch3500, 5" smallbore trifuse ext set w/microclave, spiros w/ red cap, 3 clamps and priming cap, lot# unknown; one new ch3500, 5" smallbore trifuse ext set w/microclave, spiros w/ red cap, 3 clamps and priming cap, lot#3078772; one used ch3499, 5.5" (14 cm) smallbore bifuse ext set w/microclave®, spiros® w/red cap, 2 clamps, priming cap, non-dehp tubing lot number unknown; one new (B)(4) blood infusion set ref# 10015414. Three of the ch3500 were confirmed to leak at the bonding site of the spiros female luer. No leaks were observed with the ch3499. Functional testing: the used multiline extension sets noted above were pressure leak tested. Three of the ch3500 extension sets were found to be leaking at the bond between the female luer of the spinning spiros and the male luer of the multiline adapter. The new and unused ch3500 trifuse was pressure leak tested. No leakage was observed at any location along the fluid path. Investigation/analysis/conclusion: the complaint of leakage at the bond between the multiline adapter and the female luer of the spinning spiros was confirmed with three of the returned assemblies. The leakage was the result of an insufficient bond resulting in a channel leak. 100% leak testing has been implemented as of july 13, 2016.

Event description:
Complaint received regarding five ch3500, 5" smallbore trifuse ext set w/microclave, spiros w/ red cap, 3 clamps and priming cap, lot# unknown. Report states, "the ch3500 trifuse with bonded spiros leaking. Sets were not reported to leak during priming." There was a possibility of unprotected chemo exposure reported. No specific individual patient information provided.

Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Investigation is still in process.

Event description:
Complaint received regarding five ch3500, 5" smallbore trifuse ext set w/microclave, spiros w/ red cap, 3 clamps and priming cap, lot# unknown. Report states, "the ch3500 trifuse with bonded spiros leaking. Sets were not reported to leak during priming." There was a possibility of unprotected chemo exposure reported.